Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure. In this case, it is likely that the guide wire interacted with the patient¿s heavily calcified and 90% stenosed lesion during removal, as resistance was noted, resulting in the reported difficult to remove. Manipulation of the guide wire during its interaction with the anatomy likely resulted in the reported tip separation. Additionally, attempts to remove the separated portion of the guide wire were unsuccessful, the wire remains free floating in the distal part of the vessel. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat the distal right coronary artery (rca) with heavy calcification and 90% stenosis. During removal of the balance middleweight (bmw) guide wire, resistance with the anatomy was noted, force was applied, and the wire separated into two pieces. A balloon was advanced to attempt to retrieve the wire, as well as a snare; however both were unsuccessful and the wire remains free floating in the distal part of the vessel. No additional information was provided.